Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far. The ins was electrically okay and passed the impedance test.

Event description:
It was reported impedances greater than 4000 ohms were measured on all of the bipolar pairs and unipolar pairs. It was stated they did the normal troubleshooting of removing the lead, rotated it and reseated the lead in the implantable neurostimulator (ins). It was noted they removed the lead nine times but the impedances were still high so they opened a new ins and everything worked fine.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va0enm4, implanted: (B)(6) 2014, product type lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).